Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not attach to the pt's esophagus. A second capsule was attempted which also failed. No serious injury to the tp was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.